Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A heallthcare facility in florida reported that an rd900aeu neopuff infant resuscitator did not reach the desired pressure. There was no reported patient involvement.

Event description:
A heallthcare facility in florida reported that an rd900aeu neopuff infant resuscitator did not reach the desired pressure. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Method: the subject device, rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in california where it was performance tested by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information provided by the healthcare facility and our knowledge of the product. The service center also reported that the device was scrapped as requested by the customer. Result: a review of service findings revealed that the manometer needle was slow and shows inaccurate readings. Conclusion: we are unable to determine the cause of the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.